Manufacturer narrative:
The device was not returned for analysis. An event of peripheral vascular injury was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, tha cause of reported incident cannot be confirmed. The reported surgical intervention was result of case specific circumstences. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the team assessed and preferred to utilize an external sheath for delivery, using 18f non-abbott sheath to accommodate small delivery sheath and non-abbott sheath. A pre-implantation balloon aortic valvuloplasty (bav) and valve deployment were uncomplicated. The assessment of access site for vessel closure revealed dissected femoral artery. The peripheral angioplasty was not effective for sealing, and patient ultimately required open repair. The patient was reported discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using an unknown delivery system. During procedure, the team assessed and preferred to utilize an external sheath for delivery, using 18f non-abbott sheath to accommodate small delivery sheath and non-abbott sheath. A pre-implantation balloon aortic valvuloplasty (bav) and valve deployment were uncomplicated. The assessment of access site for vessel closure revealed dissected femoral artery. The peripheral angioplasty was not effective for sealing, and patient ultimately required open repair.